Event description:
A vaxcel pasv port was placed for therapeutic purposes on an unk date. After it was noticed there was difficulty with blood return and the flow of chemo had been taking longer, a radiology flow study revealed the port was leaking. An extraction of the port was scheduled in 2004. Upon removal of the port, it was found that the two plastic pieces of the port had come apart. The port was removed. The pt experienced a burn consisting of redness and irritation underneath the chest on top of the muscle from leaking chemotherapy. The burn healed on its own with no treatment.